Manufacturer narrative:
Upon receipt from engineering analysis, the device had no resets. The time clock appears to be correct since battery attachment and the battery status is good. The device showed 499 episodes and the last 40 episodes were atrial tachy response (atr) mode switches. Of these, the last seven had stored electrograms and appear to be caused by atrial lead noise. Technical services (ts) contacted the clinic nurse after reviewing analysis from engineering and discussed there does not appear to be any anomalies with the device. Minute ventilation (mv) was programmed on, however this would normally cause an increase in rate. Since the pauses in pacing only lasted a few seconds, ts stated it is unlikely mv as it was programmed on the whole time. The device was returned and is currently undergoing laboratory analysis. Upon completion from analysis, this report will be updated. An initial report was previously submitted to FDA on (B)(6) 2010; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. (B)(4).

Event description:
Boston scientific crm received information that while this patient was being prepped for a thyroid biopsy the clinic nurse noted a slow heart rate and what appeared to be pauses in pacing for 8 seconds. The device was just interrogated and the battery showed three quarters remaining and all daily measurements were present for the past year. The patient has felt dizzy for the past 1.5 years, however was never symptomatic before. The patient has complete heart block with an escape rhythm of 30 bpm. The heart monitor showed loss of capture. The device was then checked and everything appeared to be fine. A save to disk was performed and sent to boston scientific crm engineering for analysis. This device is included in the low voltage capacitor (c2) advisory. Additional information was received that the device was explanted along with the atrial lead being surgically abandoned. The physician is suspicious about the right ventricular (rv) lead now. He noted seeing possible noise and pacing inhibition when connecting the lead to the header. The patient reported lightheadedness and passing out. The physician chose to replace the lead with a new lead based on the observations. It was noted the patient has chronic atrial fibrillation (af). The physician placed the old rv lead in the atrial port and the new lead is now in the rv port. The physician made the choice to connect the system off-label in case the new lead dislodged and left the patient unsupported. This plan was intended on being temporary. The patient is dependent on pacing and has been programmed to dddr 70-130, instead of programming voo mode. The sensitivity in the ra is 2.5 and the pvarp is programmed to nominal. Mode switch feature is programmed on. Boston scientific technical services (ts) discussed off-label and potential impacts to timing. No further issues have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Analysis of the device memory confirmed the device declared elective replacement time (ert) prior to explant. The device passed longevity calculations. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation from the field was not confirmed or duplicated during testing or detailed analysis.